Manufacturer narrative:
Device evaluation: the zisv6 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zisv6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that infection is listed as a known potential adverse event within the instructions for use (ifu0117-4). There is no evidence to suggest that the customer did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to inadequate preparation of the patient¿s skin/of the access site prior to the procedure commencing. As all cirl manufactured devices are sterilised prior to shipment, it is unlikely that this event was device related. From the clinical input received it is known that staphylococcus aureus is a bacterium that is often found on the skin and also that this even was unlikely device related and more likely to be procedure related resulting from inadequate prep. Additional information from the senior microbiologist states that if a sterilisation load failed due to device sterility, the load would not be released. This means a sterile date would not be assigned and the product would not get into the field. As this device made patient contact we can assume that the sterilisation load passed and that this event is unlikely to be device related . Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient secondarily developed bacterial mitral endocarditis and required an 8-week course of intravenous antibiotics. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Today ((B)(6) 2019), I identified the attached case report which describes a staphylococcus aureus infection that developed at the site of zilver ptx stent placement within the superficial femoral artery. The infection was detected 2 days after stent implantation. The patient required hospitalization and surgical reintervention (i.e., stent explantation and subsequent femoro-femoral bypass). Due to the infection, the patient developed bacterial mitral endocarditis and required an 8-week course of intravenous antibiotics. Reporting physicians: (B)(6). Geographic region: france. Device: 6x120 mm zilver ptx. Summary of case (as stated in publication): a 69-year-old man without significant comorbidities presented to our institution with rutherford 3 peripheral artery disease recurrence. He had already been treated 3 years ago by endovascular stent implantation in the left superficial femoral artery (sfa). In-stent restenosis (isr) was identified on a contrast enhanced computed tomography (CT) scan and managed as an outpatient procedure by adding a 6x120 mm paclitaxel-eluting stent (zilver ptx; cook peripheral vascular) partially covering the previously stented area. There were no adverse events during the procedure. No antibiotics were administered intraoperatively. Two days after, he was admitted to the emergency department with an acute onset of fever and left limb pain. Physical examination showed a warm and swollen left leg with palpable peripheral pulses and distal vascular purpura (fig. 1). Systemic bacterial infection was diagnosed on leukocytosis (12 _ 109/l) and high c-reactive protein level (50 mg/l) associated with a positive blood culture for methicillin-sensitive staphylococcus aureus (mssa). 18- fluoro-deoxy-glucose positron emitting tomography (18fdg-pet) scan was performed and showed an increased uptake of the stent. There was no pseudoaneurysm at the puncture site. Unspecific inflammation without any leakage was observed (fig. 2). Endocarditis was excluded via transthoracic and transesophageal echocardiogram. The initial medical treatment consisted of intravenous oxacillin and gentamicin administration. Surgical management consisted of stent and native sfa removal with in situ femoral-femoral bypass using autogenous ipsilateral reversed great saphenous vein. Parietal abscess of the sfa was observed (fig. 3). The culture of the stent revealed positive for mssa. The immediate postoperative course was uneventful and the patient was discharged 7 days after surgery. A total 6-week oral antibiotics was previously planned but recurrence of fever at postoperative day 10 justified patient readmission. Diagnosis of bacterial mitral endocarditis by transesophageal echocardiogram required exclusive intravenous antibiotics. Eight-week antibiotics were administered. The patient was discharged after clinical improvement and pursued his intravenous therapy in home-based hospitalization, with favorable outcome at 18 months of follow-up. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as stent placement resulted in infection and the patient required stent and native sfa removal with in situ femoral-femoral bypass using autogenous ipsilateral reversed great saphenous vein.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Today (09 dec 2019), I identified the case report which describes a staphylococcus aureus infection that developed at the site of zilver ptx stent placement within the superficial femoral artery. The infection was detected 2 days after stent implantation. The patient required hospitalization and surgical reintervention (i.e., stent explantation and subsequent femoro-femoral bypass). Due to the infection, the patient developed bacterial mitral endocarditis and required an 8-week course of intravenous antibiotics. Reporting physicians: (B)(6). Geographic region: (B)(6). Device: 6x120 mm zilver ptx. Summary of case (as stated in publication): a (B)(6)-year-old man without significant comorbidities presented to our institution with rutherford 3 peripheral artery disease recurrence. He had already been treated 3 years ago by endovascular stent implantation in the left superficial femoral artery (sfa). In-stent restenosis (isr) was identified on a contrast enhanced computed tomography (CT) scan and managed as an outpatient procedure by adding a 6x120 mm paclitaxel-eluting stent (zilver ptx; cook peripheral vascular) partially covering the previously stented area. There were no adverse events during the procedure. No antibiotics were administered intraoperatively. Two days after, he was admitted to the emergency department with an acute onset of fever and left limb pain. Physical examination showed a warm and swollen left leg with palpable peripheral pulses and distal vascular purpura (fig. 1). Systemic bacterial infection was diagnosed on leukocytosis (12 _ 109/l) and high c-reactive protein level (50 mg/l) associated with a (B)(6) blood culture for (B)(6). 18- fluoro-deoxy-glucose positron emitting tomography (18fdg-pet) scan was performed and showed an increased uptake of the stent. There was no pseudoaneurysm at the puncture site. Unspecific inflammation without any leakage was observed (fig. 2). Endocarditis was excluded via transthoracic and transesophageal echocardiogram. The initial medical treatment consisted of intravenous oxacillin and gentamicin administration. Surgical management consisted of stent and native sfa removal with in situ femoral-femoral bypass using autogenous ipsilateral reversed great saphenous vein. Parietal abscess of the sfa was observed (fig. 3). The culture of the stent revealed (B)(6) for (B)(6). The immediate postoperative course was uneventful and the patient was discharged 7 days after surgery. A total 6-week oral antibiotics was previously planned but recurrence of fever at postoperative day 10 justified patient readmission. Diagnosis of bacterial mitral endocarditis by transesophageal echocardiogram required exclusive intravenous antibiotics. Eight-week antibiotics were administered. The patient was discharged after clinical improvement and pursued his intravenous therapy in home-based hospitalization, with favorable outcome at 18 months of follow-up. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as stent placement resulted in infection and the patient required stent and native sfa removal with in situ femoral-femoral bypass using autogenous ipsilateral reversed great saphenous vein.